Manufacturer narrative:
This device is expected to be returned for investigation. It has not yet been received. (B)(4).

Event description:
The customer contact reported a separation. The tubing set was to be used for delivery of an unspecified volume of normal saline. It was reported during priming of the tubing set prior to pt use, the tubing separated from the inlet of the filter. The tubing set was replaced. There was no reported delay in critical therapy. Though requested, no additional info was provided.